Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb, periprosthetic femur plate, distal, left, 15 holes, 317 mm on (B)(6) 2016. It was also reported: " patient suffered from pain at the left femur. While walking to the toilet a sudden cracking occurred. Plate breakage." The patient underwent a revision surgery on (B)(6) 2016 due to breakage of the plate.

Manufacturer narrative:
-No trend identified. -the device manufacturing quality records indicate that the released components met all requirements to perform as intended. -event summary: it was reported that the patient was revised due to a plate breakage. The implantation was on (B)(6) 2016 and the revision on (B)(6) 2016. - in total 13 x-rays were received. Three x-rays were done post-op, 6 x-rays are showing the broken plate and 4 x-rays were done after the revision. All x-rays are undated. The 3 post-op x-rays show the implantation of a ncb pp plate with several screws. The bone fracture is located proximal to the existing knee prosthesis. The final 4 x-rays show a new implanted ncb pp system. A longer ncb pp plate 18 holes was taken to treat the fracture. On the x-ray pictures it can be seen that the plate was placed on the whole femur. The proximal end of the plate was placed directly on the trochanter. Therefore, the plate could not be fully fixed on the bone. The distal end of the plate was placed on the condyle. In this region it can be seen the plate was not aligned to the bone (see x-ray picture). - the surgical report of implantation dated (B)(6) 2016, a post op report dated (B)(6) 2016 and the surgical report of revision dated (B)(6) 2016 were received. Implantation report (B)(6) 2016: diagnosis: periprosthetic femur fracture (left) around the existing knee prosthesis. The implantation report describes that the patient had a periprosthetic femur fracture on the left side. The fracture is proximal located to the existing knee prosthesis. A ncb pp plate 15 holes with several screws and locking caps were implanted. No abnormalities found. -post-op report (B)(6) 2016: the patient was taken to the hospital by ambulance. The patient is complaining that she had pain on the same day during the physical therapy. In the evening when she wanted to go to the toilet she heard a snap. Afterwards, she was not able to do something. In the hospital the plate breakage was confirmed. -explantation report (B)(6) 2016: diagnosis: re-fracture of the femur bone and plate breakage (left) the revision report describes that the ncb pp plate 15 holes was broken proximal to the bone fracture. The patient was complaining that the plate breakage occurred due to strong exercises in the physical therapy. It is unknown if the plate breakage is in correlation with the physical therapy which the patient had on the same day. However, the broken plate, screws and locking caps were removed and a new ncb pp plate 18 holes with several screws and locking caps were implanted. A longer plate was chosen to treat the fracture. The proximal end of the plate was placed on the trochanter. Devices analysis - visual examination: the broken plate, 11 screws, 9 locking caps was returned for investigation. The visual examination shows that the plate breakage is located through the fourth bore hole seen from proximal. The fracture has its origin at the thread on lateral side of the bore hole. The fracture surfaces depict the fatigue character of the plate breakage. The fatigue crack radiates out from the origin as a series of concentric rings (beach lines). The fracture surfaces were macroscopically investigated and did not reveal failures that could have triggered or favored the fracture. There is no evidence or information for possible material defects. In addition we received two small wires. The visual of the screws shows that one of these 11 screws has a damaged thread. It can be assumed that the received two wires were a part of this screw thread. It is unknown how and when this deformation on the thread occurred. The other 10 screws and locking caps do not show any abnormalities. Review of product documentation - the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using sap rmw: - breakage of implant due to movement between implants leads to notching / fretting. Not possible -> the investigation showed no signs of notching / fretting. - breakage of implant due to inadequate implant design &material (fatique strength - lifetime of the device). Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending. - breakage of implant due to chemical / galvanic / crevice corrosion of material. Not possible -> the investigation showed no signs of corrosion. - failure of surgery due to wrong selection of components or use in combination with device outside the system. Not possible -> the x-ray did not show a wrong selection of the components. - failure of surgery due to use of the device not compliant with defined indications. Not possible -> this fracture can be treated with a ncb pp plate. - breakage of implant due to implant will be implanted against contraindication. Not possible -> no contraindications found. - breakage of implant due to wrong interpretation of in situ device position and/or dimension. Not possible -> no issue found with device position and dimension. - breakage of the implant due to wrong interpretation of x-ray template for dimensions. Not possible -> no issue found with device position and dimension. - breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible -> the plate seems not be bent. -breakage of implant due to user define incorrect placement of the spacers and plate. Not possible -> no bone spacers were used. The use of bone spacers is optional. - breakage of implant due to user perform improper handling of the plate during insertion. Not possible -> no evidence of an improper handling. - breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible -> no bone spacers were used. The use of bone spacers is optional. - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, it is mentioned that the patient had a strong physical therapy before the plate breakage occurred. The patient was complaining about having pain during the physical therapy. On the same day the plate was broken. No documents or any protocols were received from the physical therapy. - breakage of implant due to patient do not follow the postoperative protocol => possible, it can be possible that the patient did not follow the given restrictions. - failure of surgery due to missing/incomplete information available, misleading information of surgical technique or instruction of use. Not possible -> no issue found with the implantation. - failure of surgery due to wrong/misleading information of labels. Not possible -> no issue found with labels. Conclusion summary: the plate was broken seven weeks after implantation. The investigation of the returned products indicates no material defects that could have triggered the fracture could be detected. The fracture surface of the plate is characterized by beach lines which indicate a fatigue fracture. In the surgical report of explantation (B)(6) 2016 it is mentioned that the patient had a strong physical therapy before the plate breakage occurred. The patient was complaining about having pain during the physical therapy. On the same day the plate was broken. No documents or any protocols were received from the physical therapy. Therefore, it is unknown if the plate breakage is in correlation with the physical therapy. However, there are other several factors which may have contributed to the breakage: it can be possible that the plate was over stressed. A wrong patient behavior can also be the cause for the breakage. However, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).